Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of eval or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Event date: unk. Device manufacture date: unk.

Event description:
Report provided by the end user states he/she has used this wafer for 25 years and now is blistering under both tape collar and mass and has been for months now. The end user, has gone to dermatologists and is crusting correctly. The pt's subsequent outcome was not noted.